Event description:
Device malfunction: premature deployment. Time of malfunction: during preparation and during the procedure. Symptoms/ae: none. It was reported that during unpackaging, an xpert stent strut was lifted. The physician manipulated the device and manually closed the strut by using the outer tube. The stent delivery system was advanced to the unspecified target lesion. During attempted stent deployment, only half of the outer tube retracted. The remaining outer tube could not be retracted and the stent could not be released. The stent delivery system was removed through the introducer sheath and there was no adverse pt effect. Though requested, no add'l info was provided. Although no partial expansion was reported, device investigation of the returned stent revealed the stent was partially deployed by one strut row.

Manufacturer narrative:
Eval summary: the device was returned complete and showed a kink at the metal shaft. The glued connection of the outer tube/tuohy borst valve was found disconnected and the outer tube was compressed. The stent was found partially deployed by one strut row. The tuohy borst valve was opened. Guide wire lumen was flushable. The stent lumen could not be flushed due to the above mentioned disconnected outer bube/tuohy borst valve. The guide wire was inserted from the distal as well as from the proximal side of the device. The stent could not be deployed. There was no evidence of a device quality issue. A root cause for the undeployed stent could not be determined based on the investigation. The device instructions for use states in chapter viii, selection and preparation of device and compatibility with accessories: "inspect that the stent is fully contained within the outer tube. Do not use if the stent is partially deployed or a gap between outer tube and catheter tip is over 2mm." A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.